Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was reported by the healthcare professional (hcp) on 2016-07-22. The logs show the pump was used to deliver lioresal (2000 mcg/ml at 1227.6 mcg/day) and multiple stalls and recoveries had occurred. The first stall occurred on (B)(6) 2016 at 10:03 and recovered on (B)(6) 2016 at 6:10. The pump stalled again on (B)(6) 2016 at 16:35 and recovered on (B)(6) 2016 at 19:47; a stall occurred at (B)(6) 2016 at 5:27 and recovered on (B)(6) 2016 at 23.02; stalled on (B)(6) 2016 at 2:16 and recovered on (B)(6) 2016 at 7:11; stalled on (B)(6) 2016 at 2:38 and recovered on (B)(6) 2016 at 13:31; stalled on (B)(6) 2016 at 6:46 with a recovery on (B)(6) 2016 at 3:59; and the final stall occurred on (B)(6) 2016 at 20:02 with no stall recover noted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Returned pump analysis found corrosion and-or wear and-or lubrication, stall due to shaft-bearing, and stall due to gear wheel 3. Recall: correction number z-0497-2013 does not apply.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving baclofen with concentration 2000 mcg/ml at a dose rate of 1227 mcg/day via an implanted intrathecal pump for intractable spasticity. It was reported that a possible motor stall occurred. Environmental/external/patient factors that may have led or contributed to the issue was noted being not applicable. A registered nurse (rn) interrogated the pump when the patient reported an increase in spasticity and received a motor stall notification via a clinician programmer. The date of event was approximately (B)(6) 2016. The pump was replaced on (B)(6) 2016. The pump was to be returned. The issue was resolved at the time of this report and the patient was without injury regarding their status as of (B)(6) 2016. The type of baclofen and drug lot number was unknown. Other medications (oral, etc.) The patient was taking at the time of the event were unable to be obtained. The patient's medical history included spinal cord injury, paraplegia.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.